Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states they had hip surgery about a month ago and since then they have not been able to feel stimulation in their legs. Patient states they tried resetting the controller and now they can get a little bit of stimulation on the left side of their leg but not the right side. The patient reported to agent that they tried taking the battery out and placing it back in again, changing the settings and still cannot feel stimulation on the right side. Agent provided number for nas and redirected to the healthcare provider (hcp).